Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. The technical support team instructed the customer to ensure the pump was not connected to a power source and advised on proper button pressing technique, but the issue persisted. The customer continued to use the pump for insulin therapy, and has an alternate method available for insulin therapy.